Manufacturer narrative:
Exact date unknown, event occurred about 6 weeks post implant the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg did no heal flat and was poking out making it difficult to charge the ipg, and difficulty having remote connect to ipg was also noted. The patient underwent revision procedure wherein the ipg was reposition. Nothing explanted. The patient was doing well postoperatively.

Event description:
It was reported that the patient ipg did not heal flat and was poking out making it difficult to charge the ipg, and difficulty having remote connect to ipg was also noted. The patient underwent revision procedure wherein the ipg was reposition. Nothing explanted. The patient was doing well postoperatively. Additional information received that the patients ipg had migrated in pocket again. The patient underwent an ipg replacement procedure and was doing well postoperatively.